Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has been evaluated, repaired, and returned by a carefusion (cfn) field service representative. The screen was replaced, user verification tests were run, and the device is working to factory specifications.

Event description:
The customer reported while using the vela ventilator; as soon as the suspect device boots up, the touch screen on it is locked up and nothing changes when touched. The customer reported the display is no longer functioning as a touch screen. The customer reported the panel lock is not on and they have tried to touch it numerous times, with no function. The issue occurred during weekly battery testing and no patient involvement is associated with the event.